Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, during the night on the day of cannula replacement, air leakage of the cuff was observed, and its use was discontinued. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
D9 - date returned to mfg 11/21/2023. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for investigation. During visual inspection the device was observed to have no visible damage or anomalies. The reported issue was confirmed during functional testing when the device leaked. As this issue was not observed during the customer's pre-test before the procedure, the investigation attributed the observed condition to an issue during use of the device, such as contact with tissue or a sharp instrument. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. As no manufacturing root cause could be identified, no actions have been taken.